Event description:
It was reported that the pump unexpectedly showed a reset screen, and during this incident, there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was informed by technical support that the reset was a safety feature to ensure pump performance, requiring manual restart of cgm sessions and cartridge reloading, which the customer understood. The customer successfully resumed insulin delivery.